Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported material separation issue.based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 implantable port allegedly experienced material separation. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 implantable port allegedly experienced guidewire broke. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.